Event description:
Clinical study: patient revised for aseptic loosening of patella and polyethylene wear of tibial insert.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update rec'd 10/29/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The medical records indicated the patient was revised to address a fractured patella. Upon revision the patient's patella was found to be sheared off with the pegs still being cemented into the patella. Also, the insert was found to be worn. At this time the part and lot information for the patella and insert are being updated. The patella, insert, femur and tibial tray for the infection are being removed from this complaint and transferred to (B)(4) for clarity. The complaint was updated on: 11/23/2015.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Medical records were received and reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.